Manufacturer narrative:
As reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) did not deploy. Manual compression was held for hemostasis. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. One non-sterile 6f/7f mynxgrip vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was disengaged from the black handle, while the stopcock was observed to be closed, with a cordis mynx syringe attached to the unit. Additionally, a 7f non-cordis sheath was returned not inserted into the device. The sealant was in its manufactured position, and the advancer tube was also in its manufactured position. The sealant sleeve was found partially retracted, while the balloon showed no abnormal condition to be reported. Additionally, a partially retracted condition was observed during this visual analysis. An attempt to execute an inflation/deflation test was performed; however, it could not be completed, as leakage was observed during the inflation attempt on the balloon. Additionally, a deployment simulation test was performed. The sealant was deployed, and the advancer tube was advanced as expected after proximal retraction of the handle from the shuttle to continue advancement. The advancer tube was fully removed over the balloon without any impediment or friction. A high-magnification microscopic evaluation was executed to assess the balloon surface. During this analysis, a pinhole was identified on the balloon surface, which resulted in the leakage observed during the functional evaluation. The exact cause of the pinhole could not be determined based on the available evidence; however, this observation is consistent with cases where the damage may result from handling, procedural, or other non-manufacturing related factors. The reported event of ¿sealant-failure to deploy¿ was not observed through functional analysis of the returned device since there were no issues noted with the device¿s deployment mechanism even though the received condition indicated an unsuccessful deployment since the advancer tube and sealant were still in their manufactured positions. Also, an additional condition of ¿balloon-balloon loss of pressure¿ was noted in the returned device due to the pinhole found. The exact cause of the issue experienced by the customer and the pinhole found could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to deploy event reported. However, since the advancer tube and sealant were still in their manufactured positions within the shuttle and the sealant sleeve was only partially retracted, procedural/handling factors, such as an incomplete engagement of the advancer tube during deployment most likely contributed to the issue reported by the customer since there were no anomalies noted during functional analysis and the sealant deployed without issue. Regarding the pinhole noted in the balloon of the returned device, access site vessel characteristics and/or concomitant device factors most likely contributed to the reported event since this damage to the balloon is typically observed when it comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). However, as this condition was not reported by the customer, it is unknown if this received condition occurred during use of the device in the patient or due to manipulations after the procedure. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, possibly resulting in the sealant deploying above the arteriotomy/venotomy. Also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, the IFU instructs users to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggests that the failure experienced and condition observed could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) did not deploy. Manual compression was held for hemostasis. There was no reported patient injury. The device is being returned for hemostasis.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.